Event description:
Related manufacturer reference number: 2017865-2022-44560 during a clinic follow-up, failure to capture and decreased sensing were observed on the right ventricular (rv) lead, which was suspected to be due to a dislodgement of the rv lead as a result of twiddler's syndrome. Additionally, the device was observed to have migrated due to twiddler's syndrome. The rv lead and device were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix bent/stretched consistent with procedural damage. Helix mechanism test could not be performed due to as received bent/stretched helix which is consistent with procedural damage. The reported events of loss of capture and r-wave amp variation were not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.